Manufacturer narrative:
Continuation of d10: product ID: 306001, implanted: on (B)(6) 2024: product type: screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 306001. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. Their trial started on (B)(6) 2024. It was reported that the patient was experiencing a communication error on their programmer. Patient may have pulled out one of their leads, as their clothing got caught on their belt. The issue was not resolved and was ongoing. Additional information was received from the patient on 2024-nov-04. Patient device was unable to connect due to a communication error. They were unable to provide specific error but stated that it notes a serial number. Advised to contact clinician.